Event description:
It was reported that (1) unknown device was used during a diagnostic laparoscopy procedure. It was reported by the rep that the surgeon was performing a diagnostic laparoscopy in 2001. The surgeon placed three 5mm trocars. Sometime during the case, surgeon made the decision to replace one of the 5mm trocars with a 10/12mm trocar so he could use an endo linear cutter. While the surgeon was inserting the 10/12mm dilating tip trocar into the abdominal cavity the iliac artery was injured. The injury was repaired by the surgeon. The case had to be convert to open.